Event description:
The pt reported he was implanted with a ck mesh in 2005. He stated he had problems with the mesh and subsequently had a CT scan, which revealed nothing wrong. In 2006, the pt went in for exploratory surgery, the mesh patch was found to have collapsed and migrated, connecting the colon and the bladder. The mesh was explanted.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. A follow up MDR will be sent if any additional information becomes available.